Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator for non-malignant pain on (B)(6) 2017. It was reported that screen 59 (out of regulation) came up when they were pulling out the patient¿s patient controller to check the implantable neurostimulator. The programmer was turned on. The patient was on group a, program 1. The patient was using evolve settings of 90 microseconds, 1000 hertz, and 22.4 milliamps with cycling of 15 minutes on and 3 minutes off. They tried to change the microseconds to 120, but when they did this, the patient¿s recharge interval went from 1.3 days to 0.3 days for group a. When they tried to do this on group b, the same concern came up where the recharge interval went from 1.5 days to 0.4 days. They noted that this recharge interval for both groups was not acceptable. After adjusting group a to 100 microseconds, 1000 hertz, and 22.4 milliamps, they saw the out of regulation message again on the clinician programmer. The patient left the clinic and at that time, the alerts were off. The settings were lowered for both group a and group b to 90 microseconds and 900 hertz to see if that will help to avoid the out of regulation and maintain reasonable recharge interval. The patient was moved to group c where she feels light tingling. The patient was distraught because she was already charging once every 17 hours and any adjustments to group a/b to eliminate out of regulation (by possibly increasing microseconds) would affect charging. The patient is still in pain. The patient was seeing group a on their patient programmer and it ¿just shows a 1.¿ the patient only seeing ¿1¿ on the patient controller with group a was clarified to mean that next to a, only a 1 was seen that you couldn¿t select to open more screens. Additional information was received from a rep on 2017-09-29. It was reported that the ins battery was depleting too fast. It was charged full at 10 am and was depleted by 3 pm. The rep was with the patient at the time of the call to the manufacturer¿s technical services on (B)(6) 2017, and they were getting excellent coupling. The rep was not able to get communication with the implant. The rep was up to 30% charge, but was to charge more before stopping to get telemetry and check energy usage for a recharge interval estimate. The rep was to try to reprogram as needed to increase recharge interval. It was reported that the issue began on (B)(6) 2017. Additional information was received from a manufacturer representative and a consumer regarding the patient on (B)(6) 2017. It was reported that reprogramming resolved the out of regulation message. It was noted that the patient was not distraught, and that the tingling sensation just started when the patient was moved to low dose settings. After reprogramming the patient to low dose settings, the problem with only seeing the ¿1¿ option was also resolved. It was noted that the impedances were all green, and the manufacturer representative adjusted the rate to 60 hertz to try to address the recharge frequency. It was noted that the patient wasn¿t charging as often; however, their stim therapy coverage wasn¿t as good. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that all of the impedances were within normal range, and the patient was now receiving effective therapy. There were no further complications reported or anticipated.